Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.

Event description:
Reported 1 false positive sofia 2 sars result on an individual who was asymptomatic (off label use). The customer communicated the result was confirmed negative by pcr testing.